Event description:
A 6/4mm amplatzer duct occluder (ado) was implanted and appeared stable. Upon release from the delivery cable, however, the ado embolized into the right pulmonary artery. The ado was percutaneously retrieved and a 10/8mm ado was implanted.

Manufacturer narrative:
The aso was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.

Manufacturer narrative:
A supplemental report will be submitted once device analysis is complete.